Event description:
It was reported that a patient presented to the hospital with complaints of chest pain. Upon examination it was discovered that a filter that was implanted in the patient for approximately 2 years was still in the l2 region, but some of the filter components were fractured and it appeared as if one leg was into the left renal vein. It was also reported that there was a piece of the detached component in the right lung in the pleural margin where the patient is currently having some pain, and a piece of the detached component was also found in the anterior wall of the right ventricle. The doctor reported that it appeared that a couple of the arms had embolized and were protruding through the cava wall, but there was no extraversion noted. The doctor retrieved the filler but is not sure if they will attempt to remove the fractured components that had migrated.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation and the detached components remain in the patient. The result of the investigation was inconclusive and the root cause is unknown. The current IFU (information for use) states that "complications may occur at anytime during or after the procedure" and can include the following: "movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU." "Perforation or other acute or chronic damage to the ivc wall". The current information for use for this device states: potential complications include, but are not limited to: filter fracture, filter fracture is a known complication of vena vaca filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.

Manufacturer narrative:
Additional information received.

Manufacturer narrative:
Additional information received indicated the patient underwent removal of the inferior vena cava filter with direct repair of his right common femoral vein. The detached components, located in the lung and the ventricle, were not retrieved. The filter was not returned and case images were not provided for evaluation the complaint investigation is inconclusive. Definitive root cause for this event is not known. The current IFU (instructions for use) states: potential complications. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.

Manufacturer narrative:
Medwatch report # mw5058536 was received providing the following new information: patient weight (B)(6) kg. Date of implant (B)(6) 2005, date of explant (B)(6) 2007 and (B)(6).